Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported event cannot be conclusively determined through this evaluation. It was reported that the patient was anemic and was hospitalized for suspected bleeding. A bleeding scan was performed and was negative. The patient¿s blood count was also negative and sandostatin was continued. The patient remained ongoing on (B)(4) until they were routinely transplanted (B)(6). No additional information was provided. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for suspected bleeding. The patient was anemic so a bleeding scan was performed and it was negative. The blood count was also negative and sandostatin was continued. No additional information was reported.